Manufacturer narrative:
The reported field event of a device caused infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13897. Related manufacturer reference number: 2017865-2020-13898. It was reported that the patient had their implantable cardioverter defibrillator, right ventricular (rv) lead and an abandoned lead explanted due to a systemic infection and vegetation on the rv lead. The patient was stable throughout.